Manufacturer narrative:
The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-jan-24, additional information was received from the manufacturer representative (rep) and confirmed with the account. The cause of the empty pump at replacement was requested. The rep stated, "the pump actually had a lot of air in it and after we pulled back 4-5 times, the drug began to come out. There was 10 more ml of drug in the pump than there should have been. It was sent back for analysis".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2020 regarding a patient receiving dilaudid (5mg/ml at 0.9005mg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient was not receiving pain relief. The date of onset was unknown. The pump continued to untack from the pocket and flip. It was also noted the pump was on the recall list for foreign particles. The pump was interrogated and no motor stalls were shown in logs. The pump was replaced and during the pump replacement, the hcp expected to aspirate 10.4ml from the reservoir but it was empty. The hcp aspirated empty syringes of air and bubbles. The issue was considered resolved at the time of report. The patient's status was alive; no injury.